Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016; checking your blood glucose 7/page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that he had to be hospitalized from (B)(6) 2019 to (B)(6) 2019 with a blockage in the intestines. The patient also reported that during the activation process the pod did not give a double beep. At the hospital they placed him on an intravenous therapy of insulin and morphine. They also inserted a tube to remove the blockage in the intestines.